Event description:
It was reported that the right ventricular lead exhibited loss of capture. The patient was scheduled for repositioning the lead. During the procedure on (B)(6) 2018, it was noted through testing cables that the capture threshold was adequate. When the device was put back on and retested, the capture threshold was the same. But when the pocket was being closed, it was again noted that there was loss of capture. Upon inspection of the old lead, it was noticed that some crushing of the lead was present under the suture collar. The physician felt that the crushed lead was likely the cause of loss of capture. The lead was explanted and replaced. The patient was stable.